Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause of the reported condition was determined to be a defective micro processing unit printed circuit board. The device was returned unrepaired due to service estimate refusal by the customer. A service history review determined that this device has not previously been serviced by baxter. A device history review could not be conducted as the lot number provided by the customer is invalid. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump which experienced a constant alarm. It is unknown when or at what point in the process this condition occurred. During device evaluation the reported condition was confirmed as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.